Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. (B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the posts are missing; they may have fractured during implant removal. There is an area of wear on the articulating surface and residue on the non-articulating side, which could be bone cement. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2001. Subsequently, a revision procedure was performed on (B)(6), 2011 due to pain. The polyethylene patella was removed. No further information has been provided to date.